Event description:
Additional follow up, as per the surgeon: "the stitch was just a little frayed, so I cut the frayed part off and left it in. Patient is doing fine, no complications."

Event description:
It was reported that during an implant of an edwards' aortic bioprosthesis, one of the black marking stitches on the sewing ring was unraveling. Per the customer, "we were almost done with the stitches when he noticed it, so we used it anyway." Device remains implanted. Multiple follow-up attempts with the healthcare provider to obtain additional details were unsuccessful.

Manufacturer narrative:
Evaluation method: device remains implanted. Additional manufacturer narrative: additional event details and edwards' investigation results will be reported once received/completed.

Manufacturer narrative:
Additional manufacturer narrative: the device history record was reviewed and there were no non-conformities found, which confirms that the device passed all inspection points. A visual inspection of the stitch is conducted during manufacturing, and the device in question passed all inspection points for product release. Based on the available information, there is nothing to suggest that the black marking stitch on the device was frayed when released for shipment. Therefore it is possible the black marking stitch was frayed when suturing the device as the fray was not observed prior to implant and was noticed towards the end of the procedure. As of the (B)(4) 2011 follow-up with the surgeon, the patient is doing fine, and no complications during surgery.